Event description:
Information reasonably suggests that there is a reagent malfunction due to inadequate design which may allow for non-reproducible erroneously elevated access bhcg results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported obtaining an elevated access -hcg (beta human chorionic gonadotropin) result involving a unicel dxi 800 access immunoassay system. Repeat testing of the sample on the original and alternate analyzer produced lower results within the normal range of the assay. The elevated -hcg result was not reported out of the laboratory and there was no change or affect to patient treatment in connection to this event. The customer reported observing error messages related to pipettor #1at the time of the event and proceeded to disable pipettor #1. No patient data was supplied by the customer. Quality control was within specification prior to the event. The patient sample was centrifuged at 3000 rpm for 7 minutes in room temperature. A beckman coulter field service engineer (fse) was dispatched and noticed that reaction vessels (rvs) was dropped at various locations within the instrument, including the carriage area of pipettor #1 and on the top of the sample wheel. The fse determined that the dropped rvs were the likely cause of the error messages observed by the customer but could not determine the cause of the rvs to be dropped within the instrument. The fse found no evidence that a malfunction had occurred and did not perform any repairs to the instrument hardware while on site. The fse verified instrument's operation per established procedures and results met published specifications. No evidence of a hardware malfunction was detected in connection to this event.